Manufacturer narrative:
The handpiece was received at the MFR on (B)(6) 2010, for svc and eval of a middle bearing. During the repair, a condition of the device overheating was found and then reported. Based on the investigation details, the cause was the high speed bur attachment, which need to be replaced. This was replaced and returned on (B)(6) 2010.

Event description:
It was reported that during repair of a middle bearing, the handpiece overheated. There was no pt involvement, pt/user injury, or adverse consequences with this event. This did not occur during a surgical procedure.